Event description:
It was reported that the high-pressure catheter is connected to the mz connector and the infusion leaks, and then replaced by the xinhua positive pressure connector, it can be used normally without leakage. It was reported this occurred with five devices. This report addresses the fifth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty eight other similar product complaint(s) from this lot number.